Event description:
While using the smith & nephew fast-fix delivery system for a meniscus repair, the anchor failed to deploy. After several attempts to deploy the anchor, the device was removed and replaced with another.what was the original intended procedure?meniscus repair.device #1is this a laboratory device or laboratory test?no.